Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer advised they the insulin pump stopped working after it was exposed to water. Customer replaced the battery on the device however the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to during visual inspection. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. No unexpected white screen or noise during testing.